Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture", later healthcare professional confirmed the event. This record is for right side. Device was explanted and replaced with non- abbvie.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as surgical damage and broken device assessed as surgical damage and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and nicks striated were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture", later healthcare professional confirmed the event. This record is for right side. Device was explanted and replaced with non- abbvie.